Event description:
The following has been reported: biomed reported: red alarm. No patient harm reported. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky fva pins. Upon initial evaluation the fva pins had excessive drag. A cleaning was able to free the pins and allow the pump to successfully perform an infusion. New fva pin lip seals are required. The left bag hook was also broken off the pump. An internal investigation was performed and the rear housing has internally broken screw mounts as well as the front housing.